Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported "the dermatome's screws were loose during the surgery. The graft was too thick and the pt needed sutures. Another dermatome was available. It was unk if the event lead to a significant increase in surgery time." Add'l info was requested by integra.